Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement products resolved initial concern. Note: customer has another meter and reported same complaint (MDR's 2019-00673). Customer stated they were using the same vial of test strips for both meters. (Complaint 1 of 2)

Event description:
Consumer reported complaint for lo blood glucose test results. Customer was using discontinued and expired products. Customer was unable to provide lot number of test strips being used, stating that it was ripped off of the vial. Customer stated the manufacturer's expiration date of the test strips was 07/18/2017. At the time of the call, the customer reported symptoms of increased thirst, increased urination and dry mouth. Customer stated they were going to seek medical attention and go to urgent care. Customer was not able to continue with the troubleshooting process and no further information was able to be obtained.